Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the interstim stopped working and was currently turned off. She experienced a loss or change of therapy. Patient stated she does not intend to follow up with any healthcare provider (hcp). The event started 6 or 7 months ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.